Event description:
I was reported that during the implant procedure, the physician had difficulty placing the lead. The lead was removed and attempts to flush the lead with saline solution were unsuccessful. The lead was no longer used and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.